Manufacturer narrative:
It was reported that the device was discarded and is not expected to be returned for analysis; therefore, no physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The customer supplied image appeared to present tissue attached to the distal tip region of the specimen wire. The wire did not present any obvious indications of damage. As indicated in the device instructions for use warnings: monitor wire position throughout the procedure for proper placement of the curve and distal tip. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. The curve of the safari2 guidewire should be constrained within a catheter during insertion into and withdrawal from the body or treatment site. As indicated in the device instructions for use (dfu), operational instructions, instruction for use section: advance safari2 guidewire through the catheter under fluoroscopic guidance. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. Maintain wire position while tracking or advancing a catheter or device over the wire. To remove the guidewire from the treatment area: a catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported. The procedure date was not provided at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that: during a tavi procedure, the safari wire was repositioned several times. An edwards s3 valve was successfully implanted. There were difficulties in retrieving the safari wire with the pig. The wire could not be pulled into the pig as it became entangled with a cardiac structure. A second attempt was made with an im catheter without success. In the end, the wire was removed with part of the holding apparatus of the mitral valve. Days later, the patient was successfully fitted with a mitral clip and discharged cured.